Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 224, 463, and 559 mg/dl when all tests were performed with in 5 minutes on the advantage system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.